Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates, ipg incision site did not heal and the wound re-opened. As a result, the patient's entire system was explanted, reported under related manufacturer report number: 1627487-2025-02783.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025, wherein the ipg pocket site was debrided and re-closed due to infection and wound dehiscence. Currently, the ipg incision site is still healing, and the infection has resolved.